Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v941572, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v941572, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# v941572, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v941572, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported the connector was broken. They also reported their stimulator hadn't been able to be fully charged. An appointment was scheduled with the healthcare provider (hcp) for (B)(6). No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type I and spinal pain.